Event description:
It was reported to fresenius via an anonymous customer experience survey response that this patient experienced a peritonitis infection while on peritoneal dialysis (pd). Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.

Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, it is unknown if this anonymous patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Additionally, a manufacturing review of the products shipped to the patient could not be performed as the patient was not identified. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via an anonymous customer experience survey response that this patient experienced a peritonitis infection while on peritoneal dialysis (pd). Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.

Manufacturer narrative:
Correction: h6 (investigations conclusions).